Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image froze for a moment. The user cycled the power of the subject device just in case, then the issue was resolved and the user completed the procedure with the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. The evaluation noted battery wear on the printed circuit board, video connector broken but connections still able to be made, and a poor appearance of the rear connector, however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.